Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter phone: (B)(6). Device code: (B)(4). The returned trapezoid rx basket was analyzed, and a visual evaluation noted that the distal tip presented remnants of use. The side car rx was found torn, split and pushed back. A functional evaluation noted that the basket was able to extend, but presented difficulty to do it. No other issues were noted. The reported event was confirmed. Based on all available information, the side car rx pushed back possibly due to the manipulation or the technique used at the time to interact with the device. The product record review confirmed that this is not a new failure type and the risk is anticipated. There is no evidence of a manufacturing issue, design or user issue which could have caused the complaint. Therefore, the most probable root cause for the failures analyzed is "adverse event related to procedure". A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used during a endoscopic papillotomy with biliary lithotripsy procedure performed on (B)(6) 2022. During the procedure, the basket wire failed to open. The procedure was completed with another trapezoid rx. This event has been deemed a reportable event based on the investigation finding of side car rx push back.